Event description:
Olympus was informed that during an esophagogastric duodenoscopy (egd) with dilation procedure, when the users put the dilator in for procedure, the balloon burst when expanded twice. The intended procedure was completed. There was no patient harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain additional information regarding this report, however, no additional information was provided. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The evaluation found the distal-end cover burnt and chipped, and the distal end opening of the instrument channel was damaged and was sharp, which could attributed to the reported phenomenon. The interior of the instrument channel opening was noted with jagged sharp edges which caused restriction for instruments. This report is being submitted as a medical device report in an abundance of caution.